Event description:
Device returned for repair only. Upon evaluation it was noted that the lugs of the jaw had sheared off. Contact with hosp revealed that x-rays were taken to locate the pieces, but they could not be retrieved.